Event description:
Reporter alleged obtaining a blood glucose test result of 800 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the compact plus system. Reporter alleged that the 800 mg/dl result she obtained stored as a 104 mg/dl result in the memory of the same system. Reporter stated she was unsure if she was experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.